Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned as of this report. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the adc device in use with samsung galaxy a13 phone, os version 12, software version: 2.8.2.9318 using librelink. The customer received a scan error message and could not obtain readings. As a result, the customer experienced the following symptoms: "sweating, could not talk and dizziness" and failed to self-treat, requiring third-party of 15 grams of sugar administration for treatment. There was no report of death or permanent impairment associated with this event.

Event description:
An error message was reported with the adc device using librelink. The customer received a scan error message and could not obtain readings. As a result, the customer experienced the following symptoms: "sweating, could not talk and dizziness" and failed to self-treat, requiring third-party of 15 grams of sugar administration for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. The freestyle librelink complaint was investigated and determined that there were no issues with the librelink application that would have led to the complaint. The user reported sensor scanning issue. Attempted to reproduce the user¿s complaint using a similar configuration. The user complaint could not be reproduced. If the product is returned, a physical investigation will be performed and a follow-up report submitted. This serves as a correction report. Section h10 (addtl mfg narrative) was incorrectly documented in the #1 follow up report. The correction has been made here. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the adc device in use with samsung galaxy a13 phone, os version 12, app version: 2.8.2.9318. The customer received a scan error message and could not obtain readings. As a result, the customer experienced the following symptoms: "sweating, could not talk and dizziness" and failed to self-treat, requiring third-party of 15 grams of sugar administration for treatment. There was no report of death or permanent impairment associated with this event.